Event description:
It was reported that a patient underwent a circumcision on (B)(6) 2025 and suture was used. Prior to use on the patient, the needle and suture were found separated, when the package was opened. Another like device was used to complete the procedure, upon evaluation of the returned device, the suture was broken in several pieces since has begun with the process of degradation. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - were there any adverse consequences associated with the patient? - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify there is no adverse consequence associated with patient when the suture pack was opened , the needle was found detached from the suture. H3 investigation summary: the product was returned to ethicon for evaluation. One open folder, two detached needles and suture pieces outside the foil packet were received for analysis. Product code nw2670. Upon visual assessment of the returned sample, it was noted that the suture was broken in several pieces since has begun with the process of degradation. This condition causes that the needles to be detached from the suture. In addition, the time of exposure of sutures to the environment could not be determined. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed due to handling. Per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.